Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a laparoscopic surgery, the tip of the slide lock fundus grasping forceps da 5mm 37cm (610107da) was working well, and then it was no longer articulating, and the tip broke inside the patient. It was noted that the pin that holds the articulating tip was missing." The instrument was sequestered and inspected once the break was noted. It is unknown if any part of the instrument was left in the patient. "An x-ray was offered, but the surgeon declined, as the surgeon felt that it may cause injury to retrieve something that small if left." No delay or death was reported.